Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the power on reset (por) was not determined. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the therapy had stopped due to a power on reset (por). The patient stated they were going to charge sunday and then they saw the por on the recharger. The patient saw the por again on their ¿remote control,¿ but they were able to clear the message. They stated it was not related to an overdischarge. The patient was redirected to follow up with a healthcare professional. No further complications were reported. Follow up was conducted.